Event description:
The customer reported that during a red blood cell exchange (rbcx) procedure, she received multiple fluid balance alarms, including a ¿patient¿s fluid balance may be 15% lower than reported¿ alarm, which only gave her the option to end the procedure. The operator checked the replace line for obstructions, but didn't see any. The customer completed the procedure on a different disposable, same machine. Ater the procedure ended and rinseback was performed, the customer stated the patient's hematocrit (hct) elevated high enough to be discharged from the hospital that night. There was no medical intervention needed for the event. The customer declined to provide patient information. The customer declined to return the disposable set for investigation. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury has occurred.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: this disposable was unavailable for specific root cause analysis. Based on the investigation, the machine operated as intended by alarming appropriately. Possible causes of the alarm were provided in the initial report for this event.

Event description:
The customer was unable to give the patient's identifier. The patient is in stable condition.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Based on the rdf, the spectra optia system operated as intended by identifying that the patient¿s fluid balance may have been lower than reported. Common causes for the ¿patient fluid balance may be lower than reported¿ alarms are that the remove, replace or plasma lines were obstructed or the replacement fluid container was empty. The ¿patient¿s fluid balance may be 15% lower than reported¿ alarm is triggered when the obstruction in the remove, replace or plasma line is not removed. The operator is not allowed to continue the procedure after this alarm is triggered. Investigation is in process. A follow-up report will be provided.